Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. S/w version 2.9 d unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test, dat test or verify motor error alarms due to physical damage at case. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. The motor was tested outside the device and passed. Unit received with minor scratched display window, case and keypad overlay.

Event description:
It was reported that motor was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.